Manufacturer narrative:
Internal file number : (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported opened seal was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation was unable to determine a cause for the opened pouch. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use the outer chipboard box was opened and the device inside was suspected not to be sterile. The device was not used. There was no patient involvement. No additional information was provided.